Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the screw on the header for the left ventricular lead was observed to be defective. The physician replaced the device.